Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A replacement ratcheting wrench was provided to the site. The damaged part has not been received by the manufacturer for evaluation. The reported issue was resolved through part replacement.

Event description:
A medtronic representative reported that the imaging system ratcheting socket wrench was damaged and would not turn. There was no patient present when this issue was identified. No additional details were provided.